Event description:
The customer reported the ventilator would not charge the backup battery. The customer reported upon inspection of the unit both rear ventilator circuit breakers were found in the off position. The device was not in use on a patient, therefore there was no patient involvement or harm. The manufacturer's service technician reported the customer reset both circuit breakers to the on position prior to arrival for service evaluation. The service technician was unable to duplicate the customer reported problem. If the mains ac circuit breaker on the ventilator is in the off position, there is no ac power to the ventilator, and it will switch over to backup battery power if available and alarm to alert the user; if a backup battery is not available the ventilator will alarm and shut down. Extended self testing (est) and performance verification testing was completed and all tests passed to operating specifications.

Manufacturer narrative:
Customer reported device circuit breakers were in off position.